Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Subsequently the device was interrogated. The interrogation could be properly performed and revealed the eri battery status, confirming the clinical observation. Next, the ICD was subjected to an analysis of the electrical parameters. The current consumption of the ICD was checked and found to be normal and as expected. Analysis of the battery condition, however, showed an inconsistency of charge taken from the battery and the battery voltage. A premature battery depletion could be confirmed during analysis. Based on the analysis, this ICD was identified to be affected by the field safety corrective action, bio-lqc, initiated in (B)(6) 2021.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned data have been analyzed and the inspection confirmed the eri status of the ICD. However, based on all data available for analysis, no conclusions could be drawn regarding the activation of the eri status. It was reported that the ICD was explanted and will be returned for an analysis. Should further relevant information or the device itself become available, this investigation will be updated.

Event description:
After an implantation period of approx. 54 months, it was reported that the device shows the eri status. The device was explanted.